Manufacturer narrative:
No button error alarm noted. Unit had no button response due to corroded keypad traces. Unit had cracked case at display window corner (lower right corner), cracked reservoir tube and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that customer received a button error alarm. Customer's blood glucose was not reported. Insulin pump would need to be replaced.